Manufacturer narrative:
The company service representative examined the system and replaced the power supply. The power supply was sent for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
The surgeon reported that during set up for surgery the system shut down. The staff reconnected the power cable, but the system would not reboot. The case was delayed for 2.5 hrs until a replacement system was obtained. The surgery was completed as planned. No patient injury was reported.